Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that post-implant check, the right ventricular (rv) lead exhibited intermittent capture and increased capture threshold resulting in loss of capture upon device interrogation. During the procedure, it was noted that the rv lead was not fully inserted into the header of the pacemaker. Both the pacemaker and the rv lead were explanted and replaced on (B)(6) 2024. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.